Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 111 mg/dl at the time of incident. Customer stated that the insulin pump up arrow button works intermittently. No significant events leading to keypad anomaly were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.